Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a t-wave oversensing and change in r-wave morphology resulting in multiple inappropriate shocks across three episodes. The patient was noted to have bending over during the first two delivered shocks and lying down at the time of the third shock. The patient reported to have experienced pain as a result of the inappropriate therapy. The device was then programmed to the primary vector with two times gain to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a t-wave oversensing and change in r-wave morphology resulting in multiple inappropriate shocks across three episodes. The patient was noted to have bending over during the first two delivered shocks and lying down at the time of the third shock. The patient reported to have experienced pain as a result of the inappropriate therapy. The device was then programmed to the primary vector with two times gain to mitigate further inappropriate therapy. This electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a t-wave oversensing and change in r-wave morphology resulting in multiple inappropriate shocks across three episodes. The patient was noted to have bending over during the first two delivered shocks and lying down at the time of the third shock. The patient reported to have experienced pain as a result of the inappropriate therapy. The device was then programmed to the primary vector with two times gain to mitigate further inappropriate therapy. This electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.